Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-3138-35 serial/lot: (B)(4) description: scs phiii ext 35cm model: sc-4318 serial/lot: (B)(4) description: clik x anchor the explanted lead extension and clik anchor were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the trial patient developed a headache. The patient underwent a revision procedure and the physician chose to reposition the lead, and explant the lead extension and clik anchor. The physician did not suspect device malfunction. The patient¿s headache resolved postoperatively.